Manufacturer narrative:
(B)(4).

Event description:
The following information was reported to gore: on (B)(6) 2022, this patient underwent endovascular treatment for an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. On (B)(6)2022, postoperative follow-up examination revealed a distal type I endoleak from the right side. On (B)(6) 2022, a reintervention was performed. The right internal iliac artery was coil embolized and an additional stent graft was extended into the right external iliac artery. The endoleak was resolved and the procedure was completed. It was reported that the length of the right common iliac artery/right distal landing zone was short, approximately 15 mm.